Manufacturer narrative:
The albt2 reagent lot number was 752760 with an expiration date of 31-dec-2024. The gluc3 reagent lot number was 754374 with an expiration date of 31-jan-2025. The ca2 reagent lot number was 765763 with an expiration date of 28-feb-2025.

Event description:
The initial reporter questioned the results for multiple patient samples and multiple assays on a cobas 6000 c (501) module. Discrepant results were provided for 3 patient samples tested for ca2, albt2 tina-quant albumin gen.2 (albt2), or cobas integra glucose hk gen. 3 (gluc3). Patient 1 initial ca2 result was 4.7 mg/dl. A new sample was obtained and the ca2 result was 9.7 mg/dl. Based on the result from the new sample, the original sample was repeated with a result of 9.1 mg/dl. Patient 2 initial gluc3 result was 9.0 mg/dl. This result did not match the patient¿s condition and the sample was repeated. The repeat result was 236 mg/dl. Patient 3 initial albt2 result was 16.4 g/dl. The repeat result was 4.9 g/dl. The repeat results were believed to be correct. The questionable results for patients 2 and 3 were not reported outside of the laboratory.

Manufacturer narrative:
For all complained assays: calibration and qc were acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found an issue with the rinse mechanism tubing. The fse replaced the tubing and instrument checks were performed. The service actions resolved the issue.